Manufacturer narrative:
(B)(4).

Event description:
It was reported that the peg on the journey fem impact bumper rt broke inside the jrn ii bcs lck fem implant impact. This happened during tka procedure inside the patient. There was no delay and procedure concluded with the same device. No other complications were reported at this time.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. The clinical/medical team concluded, per complaint details, the device broke inside the patient during the procedure; however, confirmation was received per correspondence that no pieces/foreign bodies were retained in the patient. Reportedly the tka was successfully completed with the same device without delay. No patient injury was alleged and reportedly no foreign body or additional interventions were required; therefore, no further medical assessment is warranted at this time. A visual inspection confirmed one of the posts is broken off the journey fem impact bumper rt. The device shows significant signs of wear/usage. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. This is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Our reference number: (B)(4).